Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Customer has discarded the device.

Event description:
The scrub nurse reported that the extraction bolt broke during the case and that this may have been the result of excessive force. The case was completed with another device with out delays or any adverse events for the patient.